Event description:
A customer obtained reproducible elevated troponin (accutni) results on two samples from the same patient. The results were in the range of 0.58-0.62ng/ml. One sample from this patient was tested by an alternate testing methodology and troponin result obtained was "<0.03". The second specimen was tested on a different instrument and a result of 0.48ng/ml was generated. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin plasma tubes and were centrifuged at 4,000 rpm for 5 minutes. Both samples were full collection tubes with a normal appearance. Qc was within the customer's established ranges the morning the erroneous results were produced. A system check performed on (B)(4) 2010 met published specifications. Customer has not elected to send the sample to customer product line support (cpls) for further testing. Customer declined service. No root cause could be determined to date for this event. A malfunction will be assumed for the purpose of this report.